Event description:
It was further reported the patient did not have any concerns with their device or therapy.

Event description:
There were telemetry issues and the ins was overdischarged. The ins battery has been dead for 1 month. The patient was not able to c ommunicate with the ins using the patient programmer and recharger. The patient was working with her doctor on replacement. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3998, lot# v121706, implanted: (B)(6) 2008, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).